Event description:
It was reported that noise was reproducible on the rv lead. The lead impedances were within range. During dft testing the patient could not be rescued by the lead and competitor's ICD. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.